Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 54 mg/dl, and the meter bg reading was 202 mg/dl. During troubleshooting, tandem technical support instructed customer to enter a current calibration; however customer declined to use calibrations. Reportedly, senor value became more accurate. Tandem technical support educated customer that calibrations can be used to address inaccurate values in the future.